Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 30mg/ml at 2mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included low back pain. It was reported that the catheter was sheared. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were reported as unable to aspirate at normal end of life pump replacement. The interventions/actions taken to resolve the issue was the catheter and pump were replaced. There was good csf (cerebral spinal fluid) flow. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. It was also noted that the patient was doing fine at the time of the report. No further complications were reported/anticipated.